Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system showing 10 live remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. The was no problem detected. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws were stiff, the gears were not working properly and it was getting stuck in the port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the additional information: no abnormalities were noted in the instrument. Jaws were stuck in an open positioned when attempting to remove from the port and were not closing smoothly. Remark from staff, " the gears seemed to not be working properly". No piece broke off from the distal end and there was no physical damage. No visible damage was noticed on the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.